Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device sometimes loses the image. This event occurred during colonoscopy procedure, which was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, h3, h4, h6, h11 the device was not returned to olympus for inspection, and the reported failure was confirmed based on tac assistance the available information. Based on the results of the investigation, and since the device was not returned and the device malfunction was confirmed based on the available information, the definitive root cause of the reported issue was component failure due to damaged or loose connection cable. Troubleshooting was able to resolve the reported allegation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.